Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available

Event description:
Material no: unknown, batch no: unknown. It was reported that patient experienced the event of triggered fungal infection (fungal infection). Verbatim: this united states case is a solicited report received on 20 sep 2021 from a consumer from patient support program via (B)(6) specialty pharmacy. This (B)(6) year old, male patient began therapy with remodulin (treprostinil sodium, 1 mg/ml), on (B)(6) 2021 for pulmonary arterial hypertension (pah). The current dose was reported as 0.020 g/kg, continuous via intravenous (IV) route. On an unreported date in (B)(6) 2021, the patient experienced the event of triggered fungal infection (fungal infection). Co-suspect medication included chloraprep (chlorhexidine gluconate, isopropanol). Relevant medical history included.